Manufacturer narrative:
Additional manufacturer narrative: customer has not returned the device to the manufacturer for device evaluation. The device was reportedly discarded.

Event description:
A report was received reporting a needlestick incident took place at the user facility. The full report stated, "the needle is not latching back". The reporter had no further information and stated that the product has been discarded and is not available for investigation.